Event description:
During a follow-up, low sensing was observed. An increase in capture threshold was later reported prior to the surgical procedure. During the explant, insulation damage was observed on the lead body.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.